Event description:
The user facility reported that a hose separated from the system 1e causing water to flood the room where the processor is located and into nearby examination and office rooms. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the processor and found that the water hose separated from the straight barb fitting at the facility's water supply connection. The technician found that the static pressure to be at 100 psi (minimum of 40 psi, recommended 50-60 psi). The technician advised the user facility of the high reading of the static pressure. The user facility stated they will install pressure regulators to lower their water pressure. The technician slipped the hose onto the barb fitting and tightened down with two new worm clamps. He ran test cycles and found the unit to be operational. The system 1e was in installed on (B)(6) 2012 and the water pressure was at 50 psi (minimum of 40 psi, recommended 50-60 psi). The system 1e is under warranty and was last serviced on (B)(6) 2012 when no leaks were noted. Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems ((B)(4)).